Event description:
Per the clinic, the patient experienced a mssa wound infection at implant site approximately 2 months post-operatively and subsequently was treated with antibiotics (specific date, type and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report.